Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and the battery compartment was found to be intact. The pump's black box had recorded dates from (B)(6) 2014 - (B)(6) 2014. The records of the black box showed no indication that there was short battery life with the pump. The power draws of the pump were evaluated and found to be within specification. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.